Event description:
End user passed away in a residential fire while allegedly using an oxygen concentrator. The device that was being used at the time of the fire has not yet been confirmed but is alleged to be item number o2c5l. The cause of the fire has been determined to be inconclusive as of this date.